Manufacturer narrative:
Pending additional records review, distribution information. A follow-up will be submitted when this information is received. Copios pericardium membranes undergo a validated sterilization method; tutoplast, which includes terminal sterilization by gamma irradiation after packaging. To date, our investigation indicates that the reported complications are more likely associated with a source or event extrinsic to the xenograft implant.

Event description:
It was reported that the a human puros customized block (not distributed or manufactured by rti alachua) and human spongiosa particle bone grafts (not distrbuted/manufacture by rti alachua) were implanted on tooth sites 15 & 16 and were removed because they did not integrate. Placement surgery was performed with implantation of copios pericardium membrane without any issues , after 8 weeks the soft tissue opened exposing the graft , it was sutured again a couple of times and after 5 months the second bone graft was removed as it was not integrated.